Event description:
A malfunction alarm was reported by the customer, specifically identified as malf 16, occurring without any notable prior events. There was no information provided regarding whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.